Manufacturer narrative:
During service at the manufacturer, the service technician noted that the device had a hole in hose symptom, attributable to the cut exhaust hose observed during the device inspection.

Event description:
During testing at the manufacturer facility, the device was found to have a hole in the hose. There were no adverse consequences related to this event.